Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2013, a (B)(6) y/o, male patient with a bmi of 37, underwent implantation of a insert tibia logic psc 4 11mm. On (B)(6) 2018, approximately 57 months post implant, the patient underwent revision due to osteolysis/ aseptic loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, g1, h6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 57 months post implant of a right tka, the patient presents with a painful and unstable right knee replacement. Preoperative x-rays and MRI indicated osteolysis and loosening of the tibial component. The patient has failed conservative management including activity modification, anti-inflammatory medications, and injections. All options were discussed in detail with the patient and the patient has decided that they would like to proceed with revision total knee replacement. Patient underwent right knee revision surgery due to osteolysis/ aseptic loosening, which included the removal of the failed polyethylene liner, due to accelerated and preventable wear of the tibial insert. The patient was transferred to the recovery room in stable condition. No device return is anticipated and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.